Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. As received the charger was resetting and unable to charge a battery. The cause of the resets and inability to charge was a defective u13 (8-bit cmos flash micro-controller) component on the bedside board. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective components. The last patient to use this device did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.